Event description:
Left l2 mesa screw broke approximately 6 months post-operatively. The surgeon suspects the patient sustained a fall however this has not been confirmed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the product was retained by the hospital no physical, material, chemical evaluation could be performed, and no additional information was provided therefore the exact cause of the reported issue could not be ascertained. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Manufacturer narrative:
The screw reportedly broke half-way down the shaft and the distal portion was unable to be removed. The top half of the screw was retained by the hospital's pathology laboratory. The patient reportedly had a burst fracture at l1 initially which was treated with two screws at t12 and two at l2. The representative reported that the surgeon has indicated that he thinks he should have extended the construct an additional level up and down and also should have used larger screws, given the size of the patient, both of which were done during the revision surgery. X-rays and additional information have been requested but not yet provided. It is also unlikely that the product will be obtained for evaluation.